Event description:
Detaching the connector. The connector of the catheter was broken without notice when the patient was in the bathroom. The patient became unconscious soon and then, the catheter was removed. The doctor asked if there was the possibility of the shock due to air embolus. The distal end of the catheter was cut at the hospital for bacterial cultivation. The indwelling period was about 50 days.

Manufacturer narrative:
The complaint of an external catheter break is confirmed, user-related. The characteristics of the damage found on the complaint sample are consistent with a break in the tubing in which the elastic strength of the catheter tubing has been exceeded. The product instructions for use (IFU) caution the user to minimize the risk of catheter breakage and embolization by securing the catheter in place. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture.